Event description:
It was reported that a patient required placement of a pericardiocentesis drain followed by surgical repair of the left atrial appendage. The patient was brought in for treatment of a left-sided accessory pathway. A soundstar catheter was used to assist with the transeptal puncture (cartosound was not being utilized for the procedure). After obtaining transeptal access, the physician placed the navistar catheter into the left atrium in the postero-lateral region. One or two applications of rf energy were applied at this location but the pathway was not eliminated. It was at this time the patient's blood pressure slowly dropped. The physician manipulated the soundstar catheter and noted a pericardial effusion. The procedure was halted and a pericardiocentesis drain was placed. The patient was transferred to the intensive care unit and then to the or. The surgeon noted a tear in the left atrial appendage which required a single suture. The patient was send back to the ICU and is currently in stable condition.

Manufacturer narrative:
The customer had disposed the catheter and its packaging, therefore, the lot number is not available.